Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted a broken wire on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Instrument failed electrical continuity test. The yaw pulley showed no signs of arcing. Additional observation not reported by site was distal pulley damage. Failure analysis also observed scratches on the surface of the distal pulley. Additional observation not reported by site was grip tip damage. One grip was found to be bent, causing side to side misalignment of the grips. There was a 0.048¿ offset at the tips, indicating overloading at the tip. Failure analysis concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.